Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic noting an audible alert. Upon device interrogation, it was noted that the right ventricular (rv) lead pacing impedance had been gradually increasing to high/ undefined measurements. Additionally, longstanding elevated thresholds on the rv lead were noted. The rv lead was reprogrammed and will continue to be monitored. No patient complications have been reported as a result of this event.